Event description:
Alleged extravasation and reportedly there was a rupture of the catheter within two days of insertion.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyb0335 showed no other similar product complaint(s) from these lot numbers.